Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated she changed the infusion set the day prior to the hospitalization, and she had been getting several no delivery alarms. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. The customer's father later called back after speaking with the dr and stated that he wanted the insulin pump replaced.